Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, sample leakage was seen with one device resulting in blood dripping onto the patient, the nurse, the chair, and the floor. The nurse was wearing gloves. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, sample leakage was seen with one device resulting in blood dripping onto the patient, the nurse, the chair, and the floor. The nurse was wearing gloves. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd conducted visual and functional inspections on retained samples. A total of twelve samples underwent visual inspection, and six samples underwent functional tests. All units passed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.